Manufacturer narrative:
H3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that during a procedure a cook coda balloon was difficult to advance. The unknown cook coda balloon was used in a procedure. The access site location was the femoral artery. It was reported that the device failed to navigate to the intended location and to successfully expand the endograft. It was noted this was due to the use of a sheath that was too small to track to the aorta. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Investigation ¿ evaluation cook was notified that during a procedure a cook coda balloon was difficult to advance. The unknown cook coda balloon was used in a procedure. The access site location was the femoral artery. It was reported that the device failed to navigate to the intended location and to successfully expand the endograft. It was noted this was due to the use of a sheath that was too small to track to the aorta. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Reviews of the instructions for use (IFU) and quality control, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU [t_codalp_rev4] packaged with the device contains the following in relation to the reported failure mode: introducer sheath selection "for introduction, it is recommended to use a minimum 14.0 french introducer sheath for the 10.0 french coda balloon catheter and a minimum 12.0 french introducer sheath for the 9.0 french coda lp balloon catheter." Balloon preparation "3. To increase ease of insertion, balloon may be lubricated with a thin layer of sterile, biocompatible lubricant." Balloon introduction and inflation "2. Advance the balloon catheter over a pre-positioned .035-inch wire guide, utilizing a minimum 14.0 french introducer sheath for the 10.0 french coda balloon catheter or a minimum 12.0 french introducer sheath for the 9.0 french coda lp balloon catheter. Note: if resistance is met while advancing the wire guide or balloon catheter, determine the cause and proceed with caution. 3. Under fluoroscopy, advance the balloon to the desired position using radiopaque markers." Based on the available information, no product returned, and the results of the investigation, a definitive root cause was unable to be established. While the study noted that difficulty advancing the device may be related to a sheath that was too small to track to the aorta, the lack of returned device, procedural details, and patient anatomical information prevented cook from determining if the failure was device or procedure related. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.